Manufacturer narrative:
Additional information was received from the physician that all devices were explanted. The physician saw a lead externalization and decided to explant.

Event description:
A report was received that the device started to get out of the patients body. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that a part of the leads were exposed from the patients body. Skin breakage was noted and patient was explanted at a hospital in bordeaux. It is unknown what devices were explanted.

Event description:
A report was received that the device started to get out of the patients body. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-4318, lot #: 19872757 description: clik x anchor.

Event description:
A report was received that the device started to get out of the patients body. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further follow up can be made. The nurse was not able to provide the specific location of where the patient was explanted. The only information provided was that the explant was somewhere near bordeaux. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the device started to get out of the patients body. The patient will undergo an explant procedure.